Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the video connector was in fair condition, the software version needed to be updated to 4.10, a faulty circuit board and the rectangular port on front of scope was not working. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer¿s olympus sales representative reported during a unknown procedure, no image displayed, then an image with colored lines, and then a grainy image displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 8 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a failure of dp board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.